Event description:
Hospital advised that a 250 ml bag of dobutamine was sent to infuse at a rate of 5.8ml/hr at 1600 hours. Approximately 45 minutes later the pt was checked and the nurse noted that 125 ml had been delivered. There was no ptconsequence.